Manufacturer narrative:
Concomitant medical products: product ID: 37752, lot# v513037, serial# (B)(4), implanted: (B)(6) 2010, product type: recharger. Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 3888-33, lot# v513037, implanted: (B)(6) 2010, product type: lead. Product ID: 37092, lot# 236730002, implanted: (B)(6) 2010, product type: accessory. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
The consumer reported that the implantable neurostimulator recharger (insr) was showing the full battery icon whenever a recharge session was initiated, though the charge level on the patient programmer showed the battery was 25% full. The patient typically recharged every 3 or so days, and he was usually down to 25% or 50% charge level after 3 days. On (B)(6) 2012, it was 3 days after the last recharge session, the insr continued to show a full implantable neurostimulator (ins) battery, and it would not do any charging. The patient indicated that he had being using his ins for the past 3 days, so the charge level should have been lower. The stimulation did not feel as strong when the charge level got lower, and the patient had been feeling less stimulation on (B)(6) 2012. The patient verified which icons were on the top row of the patient programmer and insr indicated the charge level was full; this was to con firm the patient was not confusing icons. The insr was reset twice, but this did not change the display. It was noted that the insr would turn stimulation on and off as appropriate. No codes were seen. The consumer reported that the patient was concerned the ins was malfunctioning and needed to be replaced, however it was reviewed that there was no evidence of this. It was further reported that the patient was having increasing pain. It was suggested that a physician mode recharge (pmr) could be performed to see if it would address the insr display and the discrepancy between the patient programmer and insr charge level. Additional information received from the consumer reported that the patient had inconsistent coupling issues since (B)(6) 2012. It was also reported that the patient had gained 25 lbs recently. It was confirmed that the ins was not flipped. It was noted that the patient was able to get 6-8 recharge coupling bars. Additional information received from the consumer reported that the patient had difficulties charging "varying with coupling." The patient had contradicted himself, saying the issue was resolved then later stating it was still happening. The consumer thought the implantable neurostimulator (ins) was flipped. If additional information is received, a follow up report will be sent. The patient's indications for use included chronic low back pain.